Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant carbon dioxide concentrated (co2_c) results. The quality controls (qc) was in range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse checked the instrument and found that the vacuum was low. The cse replaced diaphragm in pump and ran stylette through reaction tray wash unit (wud) nozzles. The cse revisit the customer site two times. The cse cleaned wud nozzles and rebuilt vacuum pump due to low vacuum. The cse ran quality control (qc) and co2_c patient results, which were in range. The cse cleaned saline and water bottle. The cse found the saline filter dirty and decontaminated the system. The cse replaced reagent dispensing pump 1 (rp1) seals. The cause of the discordant co2_c results is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required. MDR 2432235-2017-00478 was filed for the same event.

Event description:
Discordant, falsely high carbon dioxide concentrated (co2_c) results were obtained on two patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). The same samples were repeated on the same instrument, and recovered lower. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely high (co2_c) results.